Event description:
It was reported that the ilet pump experienced rapid battery depletion, with the battery dropping from full charge to low levels within approximately one day despite use of the supplied charger, and the device was replaced. Symptoms included no reported adverse clinical effects and no impact to blood glucose management. Outcomes included continued cgm use and device replacement. Investigation included review of user reports and arrangement for device return. Investigation of this case revealed a suspected battery performance issue consistent with a pump hardware malfunction, and the system component implicated was the pump assembly and its power subsystem. It was concluded, based on previously established findings for similar reports, that the cause was device-related hardware performance degradation.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.